Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported event was confirmed. The device was returned and examination of part determined that it exhibits signs of repeated use (nicked/gouged) and has fractured on the medial side of the post. All pieces were returned. The device had an approximate field life of three (3) years and eleven (11) months with an unknown frequency of use. The device history records were reviewed and no discrepancies were identified. Investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fracture is bending/torsional loading on the device. The fractured component in this complaint was manufactured prior to a design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was returned to the manufacturer for evaluation in a fractured state. No adverse events have been reported as a result of this malfunction.